Event description:
It was reported by the patient that the remote monitor exploded blue fluid which leaked all over the table and onto the carpet. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950jlq, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that the radiofrequency (rf) head of the battery was defective. The remote monitor failed during interrogation test. A corrosion was found at the universal serial bus (usb) port and usb modem but no hardware defect found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.